Manufacturer narrative:
H.6. Investigation: two photos and one loose 10ml syringe was received and evaluated. It was observed there was a small indentation present outside the grad lines slightly above the 10ml marking. The indentation appeared to be cosmetic in nature with no effect to form fit or function of the device, which was acceptable per product specification. Based on the verbatim, it was reported to be found during the manufacture of an outside process. Additionally based on the size and shape of the small deformation, the defect could not be confirmed to originate from internal manufacturing as more significant damage would be likely to have occurred. The potential root cause for the slightly damaged barrel could not be confirmed as an outside manufacturing process was involved. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml ll wwd was damaged, but still operable. The following information was provided by the initial reporter: "during mfg process, dent barrel product was confirmed."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 10ml ll wwd was damaged, but still operable. The following information was provided by the initial reporter: "during mfg process, dent barrel product was confirmed."